Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on july 01, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit; resulting in the decision to explant the device. The device was explanted (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct model number is ci24r(cs) not ci24r(ca) as previously reported.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 22, 2016. (B)(4).